Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "caller states clotting in the powerpicc provena catheter placed in pediatric patient. Product code s3274335 lot# regr1311 was placed and clotted and exchanged over a wire. Response: emailed powerpicc provena instructions and discussed flushing recommendations.". Additional info received on 9 april 2023: patient has critical medications running in their power PICC continuously and when they don't infuse properly they miss their medications and decompensate. Patient is female under a year of age and the line is placed in their femoral vein.